Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 20dec2018. A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that the device restarted. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Report date: 15jan2019. Date received by manufacturer: 14dec2018. The manufacturer's field service engineer (fse) performed troubleshooting; however, no issues were found. The device was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.